Event description:
It is reported that the device was implanted in 2008. During a post-op visit, it would appear that soft tissue prevented the glenosphere from fully seating on the baseplate. The surgeon believes that sone biceps tendon may have been between the two components and that also some tissue inferiorly that may also have played a role. A revision surgery is scheduled.

Manufacturer narrative:
Other device used: catalog #00434903811, zimmer trabecular metal reverse shoulder system baseplate, lot# 61061755. Eval summary: the glenosphere not seating properly onto the baseplate may be caused by soft tissue or bone trapped around the baseplate taper during glenosphere insertion, insufficient bone clearance around the baseplate, interference with retractors, etc. Each scenario could potentially cause the glenosphere to not completely seat on the baseplate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of the 36mm baseplate reamer is needed to remove bone around the baseplate to avoid impingement with the glenosphere. The probable cause appears to be an intra-operative error during placement of the glenosphere. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the used for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.